Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having a problem with their low flow system controller and alarm screen. When the alarm silence and display button were pressed to display the last six alarms the screen remains blank. It was also noted that the green pump running led is very dark. No alarms were noted. The system controller was exchanged, and the issues resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: broken pin on the white power cable. The reported event of the patient having an issue with the alarm history screen on their controller was not confirmed; however, the reported event of the green pump running light emitting diode (led) being dim was confirmed. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott. During the evaluation, the controller was connected to a mock loop and it was observed that the green pump running led was dim, confirming the reported event. The submitted controller event log file from (B)(6) and the downloaded log file from the returned system controller contained relevant data spanning approximately 4 days (25jun2023 ¿ 29jun2023). There were no notable atypical alarms active in the log file. During testing, the controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. Hazard alarms captured during functional testing appeared on the controller alarm history screen as intended. The root cause of the reported event of the alarm history screen being blank could not be conclusively determined through this analysis. The root cause of the dim green pump running led was determined to be the diming of the led over time. A corrective action was initiated to address this dim leds issue which replaced the type of led on the user interface printed circuit board. This controller was manufactured prior to the implementation of that corrective action. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿, stated that the last six relevant system controller alarms are displayed. The alarm history includes alarms that are transient, have clinical value, or that do not interfere with access to more critical alarms. Examples of alarms that are displayed include: power cable disconnected alarm (lasting over 30 seconds), external power disconnected alarm, driveline disconnected alarm, low battery power advisory alarm, low battery power hazard alarm, and low flow alarm conditions. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3instructions for use (IFU), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.